Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 27 years post-op the initial right tha, this (B)(6) male patient was advised that the poly liner was wearing and need to be replaced before catastrophic failure. The liner was replaced/revised with new poly insert and a 32mm head option was selected as it was thought to provide additional stability. Patient was last known to be in stable condition following the event. Devices were discarded at the hospital.

Manufacturer narrative:
Section h10: (h3) the evaluation of the of the revision reported was likely the result of acetabular liner wear due to the liner being implanted for approximately 27 years. However, this cannot be confirmed because the component was not returned for evaluation. No information provided in the following section(s): a4, a5, b6, (d4) (serial number, exp date), g5. The following section(s) have additional info: d4) (catalog number, UDI number), g4, g7, h1, h2, h3, and h7. Section h11: corrections made in the following section(s): (d1) brand name, (d2) common device name, (d4) (catalog number, UDI number).